Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. Additional information was unable to be obtained. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, this report will be updated.